Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was torn at the up arrow keypad button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the keypad buttons were intermittently unresponsive and required hard presses to activate a response. No keypad buttons were hypersensitive or inverted. There was evidence of keypad contamination found under the keypad buttons. Unrelated to the complaint, evaluation revealed a discolored/ faded display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging that keypad up arrow button presses did not activate desired pump functions. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was unresponsive to button presses. There is no evidence however that the alleged issue contributed to a serious injury. The patient did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.